Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer calling to get the upgrade for her true result meter. The customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 08/13/2017. Customer test strips have been affected by the recall. Customer was upgraded to the true metrix product line.